Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red rash with small blisters under the front therapy electrode pad (no report of oozing or weeping blisters). The patient's doctor recommended using cortisone cream. After using the cream, the patient irritation improved.